Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken universal cord sheath. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken universal cord sheath caused due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had broken cover. The issue occurred during reprocessing. There was no patient involvement.